Event description:
Rt (respiratory technician) had just placed patient's in-line nebulizer and he noticed that the patient was not getting their volume back. He stated the volume seemed very little and sounded weak. Patient was bagged while he trouble-shot the ventilator. He found nothing wrong and placed patient back on ventilator. He noticed the same as before. At this time, he had the nurse ambu patient while he exchanged the ventilator for another. With the new ventilator, he said patient didn't lose volume and got a good return volume with each breath. Patient did not lose sats; they stayed at 100%.